Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
Information received by medtronic indicated that there was air ingress during aspiration while a guide wire was inserted through the sheath. The sheath was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the shaft was intact with no apparent issues. The reported air ingress could not be reproduced; the device passed the returned product inspection as per specification. Multiple aspirations / injections were performed without air bubbles or leaks; hemostatic valve and valve assembly were leak tight. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.